Manufacturer narrative:
Product ID: neu_epiduralneedle, serial# unknown, product type: accessory. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the stylet showed no significant anomaly. It was noted that the stylet wire was bent. Analysis of the epidural needle found no anomaly.

Event description:
It was reported when the implanting physician was twisting the stylet to steer the lead the stylet was turning but the lead was not therefore the physician was unable to move the lead with the stylet. The physician removed and replaced the stylet but he had the same issue. A new trial lead was opened and they did not have the same issue. Additional information received two days later reported the implanted lead was functioning appropriately and was delivering stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.